Manufacturer narrative:
Telephone number: (B)(6). Other: the device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a scratch on the optic, this issue occurs during implantation. The surgeon felt that is harder to turn the knob. Through follow up we learned that no explant has been planned yet, lens remains implanted. There was no issue with the vision. No other information was provided.

Manufacturer narrative:
Corrected data: the reported damage to the optics had initially been filed as a scratch to the intraocular lens. However upon further review, this was determined to be incorrect. The codes have been updated accordingly. Additional narrative: it was reported that the surgeon found damage to the optics, this issue occurs during implantation. The surgeon felt that is harder to turn the knob. Through follow up we learned that no explant has been planned yet, lens remains implanted. There was no issue with the vision. No other information was provided. H6 - medical device problem code: 1069-break, 1487 - device difficult to setup or prepare. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.